Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the hipot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service eval, the distribution node (dn) to rear therapy electrode cable was pulled from the dn. In addition, the ECG c and d cable was pulled from the grommet. The cause of the failed hipot test was the pulled cables. The root cause of the pulled cables was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the pulled cables. The last pt to use this electrode belt did not report any deficiencies.